Event description:
It was reported that during percutaneous transluminal coronary angioplasty (ptca), the balloon deflated slowly. The 70-75% stenosed lesion being treated was located in the mildly calcified, moderately tortuous proximal circumflex (cx). The 3.5x12mm quantum maverick balloon was inflated to 12 atms, but upon deflation, the physician experienced a slower than normal deflation time. No actions were taken as it was seen that the balloon was deflating. The balloon took 20-30 seconds to deflate. No patient complications were reported. Patient status reported as "ok".